Event description:
Information was received that a smiths medical endotracheal tube had detached from the inflation line. No patient injury resulted.

Manufacturer narrative:
Additional information provided: h3, h6, h10. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. A visual inspection was performed. The sample was in used conditions without its original packaging. It was observed that one part of inflation line was stuck in the inflation channel and the rest of inflation line was detached. Functional testing could not be performed because the line was detached. A review of the manufacturing process was conducted by the quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The product was compared to recreations of the failure mode. It was concluded that the inflation line was stretched until it broke. The root cause of the reported issue was unable to be determined, as it was not possible to test the material because the line was detached. There was no evidence of a manufacturing error. No corrective action was taken because there no evidence of a manufacturing error. The quality engineer notified the manufacturing personnel of the failure mode reported by the customer as a preventative measure.